Event description:
It was reported that the patient presented for an explant procedure. During the procedure, the header of the implantable cardiac monitor (icm) broke off. The physician grabbed the icm with a forceps and the header cracked completely. The device was successfully explanted. The patient was stable.

Manufacturer narrative:
The device was returned due to broken device header. The device was unable to establish telemetry upon receipt. Session records indicated battery voltage reached end of life (eol) due to normal usage. Visual inspection found the header broken off from device can which is consistent with damage from explant procedure. As a result of this finding, abbott is continuing to monitor this issue. Longevity assessment was performed, and the implant duration exceeds total projected longevity indicating normal battery depletion.